Event description:
The customer reported that the images were fading and the system performed a fluoro function reboot. This issue would lead to a system lock up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply voltage was adjusted. The sys was then found to be operating as intended.